Event description:
The injector flow rate was set for 2.0 ml/sec. After injecting approx 67 ml of contrast, the pt began screaming and the technician stopped injection. Upon examination of the pt's arm, an extravasation was noted below the area of the patch. Compresses were applied and the pt was monitored for approximately one hr and released to home.